Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because of loosening at the cement/implant interface. Cement mfg is unk. Poly wear of the liner was present.